Event description:
On (B)(6) 2013, at (B)(6) center, for cardiohelp unit (B)(4) the unit failed a battery calibration test. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). A system restore was performed, along with a complete preventive maintenance (pm) and full functional and safety tests. The batteries were replaced, the wiring and fan parts were corrected, and the screws were tightened. (B)(4).